Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had a arctic sun device that failed the calibration for an error 2 (pre-warm inlet pressure error) expected -7.0 actual -4.0. They ordered a refurbished pump from parts source and it did not work, they put the original pump back in and it failed calibration again for the same error.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had a arctic sun device that failed the calibration for an error 2 (pre-warm inlet pressure error) expected -7.0 actual -4.0. They ordered a refurbished pump from parts source and it did not work, they put the original pump back in and it failed calibration again for the same error.